Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and reported no delivery alarm. The customer¿s blood glucose level was 340 mg/dl at the time of the incident. Customer states they have tried all remedies. Customer is not troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with currents in specification. No blank display. Lcd board ok. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip.